Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. Customer did not disclose the nature of the procedure. Customer stated that the doctor was able to finish the procedure. Customer confirmed that the patient did not suffer any harm or require additional intervention.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. Customer did not disclose the nature of the procedure. Customer stated that the doctor was able to finish the procedure. Customer confirmed that the patient did not suffer any harm or require additional intervention. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and found that the station was communicating and in use. Customer added that the device was entering sleep mode. The technical support specialist dispatched a field service engineer to review the device's power, network, and database settings. The technical support specialist monitored device behavior for a week after the device's settings were changed. The field service technician replaced the device's internal uninterrupted power supply. Device was tested and confirmed operational.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding, and they were unable to open the drawers to provide medication to the patient.although the details of the patient¿s condition and procedure were not disclosed, the customer indicated that the patient almost died due to the reported issuethe customer did not disclose the nature of the procedure and reported the doctor was able to finish the procedure.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn 13949114 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-jun-2021 to 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device failed to communicate. The field service engineer verified and updated the power settings, network settings and db settings. He replaced the internal ups battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding, and they were unable to open the drawers to provide medication to the patient. Although the details of the patient¿s condition and procedure were not disclosed, the customer indicated that the patient almost died due to the reported issue, a life-threatening event. The customer did not disclose the nature of the procedure and reported the doctor was able to finish the procedure. Customer confirmed that the patient did not suffer any harm or require additional intervention.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b1, b5, b2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device failed to communicate. The field service engineer verified and updated the power settings, network settings and db settings. He replaced the internal ups battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-jun-2021 to 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device failed to communicate. The field service engineer verified and updated the power settings, network settings and db settings. He replaced the internal ups battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding, and they were unable to open the drawers to provide medication to the patient. The customer did not disclose the nature of the procedure and reported the doctor was able to finish the procedure. The customer also confirmed that the patient did not suffer any harm or require additional intervention. There were no adverse events or injuries reported based on this event.